Event description:
According to the reporter: trocar broke when insufflating was performed. Pt was involved without injury. Medical intervention was not required, re-intubation/recannulation was not necessary, and surgery time was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).